Event description:
It was reported that this right ventricular (rv) lead exhibited multiple high out of range shock impedance measurements of greater than 125 ohms. These out of range measurements appear in fluctuations and it was suspected that this observation could be physiological and related to the amount of air in the lung and the position of the arm. The average shock impedance measurement currently is 110-115 ohms. Troubleshooting options were provided to the field and the rv lead remains in service. No adverse patient effects were reported.